Event description:
Reportedly, on (B)(6) 2017, the patient implanted with the subject ICD was hospitalized for the delivery of 39 inappropriate shocks. Upon interrogation, it was observed in the device memory several vf episodes due to ventricular oversensing. As a lead fracture was reportedly suspected, all therapies were disabled. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at right ventricular level. Recommendations were sent on (B)(6) 2017 (x-ray and re-intervention, and check of the ICD battery status). Reportedly, the re-intervention initially planned on (B)(6) 2017 was postponed.

Event description:
Reportedly, on (B)(6) 2017, the patient implanted with the subject ICD was hospitalized for the delivery of 39 inappropriate shocks. Upon interrogation, it was observed in the device memory several vf episodes due to ventricular oversensing. As a lead fracture was reportedly suspected, all therapies were disabled. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at right ventricular level. Recommendations were sent on (B)(6) 2017 (x-ray and re-intervention, and check of the ICD battery status). Reportedly, the re-intervention initially planned on (B)(6) 2017 was postponed.

Event description:
Reportedly, on (B)(6) 2017, the patient implanted with the subject ICD was hospitalized for the delivery of 39 inappropriate shocks. Upon interrogation, it was observed in the device memory several vf episodes due to ventricular oversensing. As a lead fracture was reportedly suspected, all therapies were disabled. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at right ventricular level. Recommendations were sent on (B)(6) 2017 (x-ray and re-intervention, and check of the ICD battery status). Reportedly, the re-intervention initially planned on (B)(6) 2017 was postponed.

Event description:
Reportedly, on (B)(6) 2017, the patient implanted with the subject ICD was hospitalized for the delivery of 39 inappropriate shocks. Upon interrogation, it was observed in the device memory several vf episodes due to ventricular oversensing. As a lead fracture was reportedly suspected, all therapies were disabled. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at right ventricular level. Recommendations were sent on (B)(6) 2017 (x-ray and re-intervention, and check of the ICD battery status). Reportedly, the re-intervention initially planned on (B)(6) 2017 was postponed.